Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic atypical lung resection, the stapler had incomplete staple line distally and locked on tissue. Another reload was used to fixed the staple line. In addition, the surgeon had difficulty unloading the device. It was also stated that another handle was used however there were issues with loading and unloading. A handle was used to complete the case. There was no patient injury.